Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy pacemaker (crt-p) system that was implanted with another manufacturer's leads. Review of a presenting egm from (B)(6) revealed oversensing and pacing inhibition less than two seconds, with no evidence of asystole. Technical services (ts) discussed that these observations were early signs of conductor and/or insulation degradation on the right atrial (ra) and right ventricular (rv) leads, and further lead evaluation was recommended. Review of a atrial tachy response (atr) episode from (B)(6), however there was still ventricular pacing at 30 bpm during a clinic visit on (B)(6). It was determined that the episode was 72 hours. Review of the (B)(6) presenting revealed noisy signals was within the noise window with approximately 55 beats above 250 beats per minute (bpm). It was noted that there was no evidence of erratic high out-of-range pace impedance measurements consistent with the spring contact interaction. This crt-p system remains in service. No adverse patient effects were reported.